Event description:
It was reported that there was a burn at the ground pad site that was discovered upon follow up. Lot number is unknown. The grounding pad site was not prepped per the IFU - it was not shaved. The burn was described as a full thickness burn. Burn at the ground pad site was discovered upon follow up. Patient required addtional treatment/ intervention due to pain, weaknessin the left leg , and high blood pressure. Since medical intervetion was required, nmt has determined this a reportable event.

Manufacturer narrative:
The prep was not followed as per the IFU. No lot number or return sample was provided for evaluation.